Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - laparoscopically assisted distal gastrectomy. According to the reporter: after the sixth firing, the jaws would not open. To remove the device, an additional resection was done with a new device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.